Event description:
It was reported per article of interest literature review that The authors evaluated their single-center experience with the Aurora extravascular (EV) implantable cardioverter-defibrillator (ICD) (Medtronic, Minneapolis, MN, USA) as part of their standard ICD options for treatment of malignant ventricular arrhythmias in pediatric subjects. Patient one had previously undergone subcutaneous implantable cardioverter defibrillator (S-ICD) implant and subsequently experienced recurrent inappropriate shocks due to poor R-wave sensing and T-wave oversensing. While this patient originally passed S-ICD screening (single vector), significant changes in sensing followed shortly after S-ICD implant, resulting in inappropriate shocks that could not be mitigated despite exhausting all available programming options. The S-ICD electrode was removed by simple traction, and the lateral chest pocket was reused for the EV-ICD without the need for plication. No additional adverse patient effects were reported.

Manufacturer narrative:
Dragisic, Nikola, et al. (2025). Short- and Mid-term Outcomes of the Extravascular Implantable Cardioverter-defibrillator in Pediatric and Adolescent Patients: A Single-center Experience. J Innov Cardiac Rhythm Manage. 2025;16(11):6488-6495. DOI: 10.19102/icrm.2025.16113This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.